Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported differences in their sensor glucose readings versus their blood glucose readings. Sensor glucose reading 380, blood glucose reading 246mg/dl. The customer also mentioned that he had had previous low blood glucose levels and the paramedics had to be called. Troubleshooting occurred. No additional information was provided